Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was bent almost in half. When tubing gets warm, the tube bends that made it kinked. There was no reported patient involvement and outcome.